Event description:
While using a stryker high speed electric handpiece to remove an impacted wisdom tooth, the handpiece heated up only at the tip leaving the part that I was holding at a normal temperature. As a result, the pt's lip was burned. It was apparent afterwards that along with the bur, a small piece at the tip also rotated at high speed. If the bur guard does not sit on the handpiece just right the friction created between this revolving piece and the bur guard can create enough heat to give the pt 2nd or 3rd degree burns. This same thing has occurred to a colleague of mine last year, where a pt lip was burned, and another incident with me 2 yrs ago during residency. However, at that time I had no idea how it happened. Diagnosis or reason for use: removal of impacted wisdom tooth.